Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient underwent an ipg replacement procedure per physicians preference.

Manufacturer narrative:
Additional information was received that the patient had no issues with the ipg. The physician wanted to upgrade per patients request. The explanted device was not returned to bsn.

Event description:
A report was received that the patient underwent an ipg replacement procedure per physicians preference.